Event description:
It was reported that: neurosurgeon at the hospital, reported the following event to sales rep : "assembly on l4-l5 levels screws insertion. Pedicular targetting with square screw point, pedicle probe, palpator. Insertion of the screw with the screwdriver. Installation of the rod and nut. Breakage of the reduction blades on the 2 screws on the right side. Final tightening with anti-torque wrench and torque wrench. During final tightening with the anti-torque wrench and the torque wrench, the tulip of the screw "broke" at l5. The arms of the screw head moved away, therefore the nut was no longer held in the screw head. The surgeon therefore had to disassemble in order to remove the nut in l4 and l5, remove the stem, remove the screw in l5 to replace it with a new screw. New pedicle with pedicle probe and palpator. Insertion of the new screw with the screwdriver. Insertion of the rod, insertion of the nut with the nut driver, final tightening with the torque wrench and the torque wrench. No adverse consequences for the patient. There was a delay of 30 minutes in order to change the assembly.

Manufacturer narrative:
Method: risk assessment. Results: device evaluation could not be performed since the device was not returned. Manufacturing history review and complaint history review could not be performed since no lot# was provided. Conclusion: the exact root cause cannot be determined conclusively.

Event description:
It was reported that: neurosurgeon at the hospital, reported the following event to sales rep : "assembly on l4-l5 levels screws insertion. Pedicular targetting with square screw point, pedicle probe, palpator. Insertion of the screw with the screwdriver. Installation of the rod and nut. Breakage of the reduction blades on the 2 screws on the right side. Final tightening with anti-torque wrench and torque wrench. During final tightening with the anti-torque wrench and the torque wrench, the tulip of the screw "broke" at l5. The arms of the screw head moved away, therefore the nut was no longer held in the screw head. The surgeon therefore had to disassemble in order to remove the nut in l4 and l5, remove the stem, remove the screw in l5 to replace it with a new screw. New pedicle with pedicle probe and palpator. Insertion of the new screw with the screwdriver. Insertion of the rod, insertion of the nut with the nut driver, final tightening with the torque wrench and the torque wrench. No adverse consequences for the patient. There was a delay of 30 minutes in order to change the assembly.